Manufacturer narrative:
Manufacture rec'd a letter from an attorney alleging a consumer was injured on a shower chair in a hotel. No photos of alleged product were provided. Allegation is solely based on attorney believing the product looked like invacare's, however, no serial number and or model number has been proved. Attorney alleges user went to a chiropractor. Invacare has requested add'l info from attorney and attorney has not responded. MDR filed solely on an alleged unconfirmed medical intervention.

Event description:
The letter from the attorney alleges, the consumer was injured when he sat on the shower chair at the hotel. Alleged injury is unk.